Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the distal end and the forceps elevator had a burn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the probable cause: although it was not possible to identify the cause of the incident from the information obtained, it is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around light guide (lg) lens was peeled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.